Manufacturer narrative:
The guide wire was disposed of at the user facility, thus a returned prod analysis could not be conducted. The root cause of the event could not be determined.

Event description:
It was reported that during an unspecified procedure, the pt graphix guide wire fractured. The physician had successfully deployed another MFR's stent in the distal circumflex. During ivus imaging, it was noted that there was also disease in the left anterior descending (lad) artery, so another stent was deployed in this vessel. During a second pass with another ivus catheter, it was noted that the tip of the pt graphix guide wire had fractured. An angiogram was run and a perforation of the circumflex artery was noted. The fractured part of the wire remained in the pt's vessel. A tamponade then occurred and a pericardial tap was performed. The pt was taken emergently for medial sternotomy drainage of tamponade, as well as repair of right and left ventricles and circumflex artery. The pt was extubated in critical care and reported to be confused at times. Pt expired several days later. Request for clinical follow-up was denied by the user facility.